Manufacturer narrative:
Lot number for the device is unknown/not provided.

Event description:
The doctor reported a fracture for the abutment screw (uniht), all fractured parts came out of patients mouth, both parts have been sent in.

Manufacturer narrative:
A titanium hexed uniscrew was returned for inspection. A visual inspection showed small signs of wear on the threads. The screw was fractured at the top of the threads. The return screw head is moderately worn and has small pieces of bone tissue attached. A since the device lot number was not provided, a device and complaint history record review was not performed. The complaint of a fractured screw is confirmed but a possible root cause for the failure could not be determined.